Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in ada site 3 in the mouth, the implant had not achieved osseo- integration. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that a month after the dental implant was placed in (B)(6) site 3 in the mouth, the implant had not achieved osseo- integration. Clinician reports mobility. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)